Event description:
Customer alleges, pt has had leaking where tubing inserts into injection cap and stated that it has happened more than once.

Manufacturer narrative:
Products were not returned for investigation.